Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted during a procedure. The patient had experienced an unspecified injury and subsequently had a surgery to partially remove the mesh.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by a health professional. (B)(4).